Manufacturer narrative:
Concomitant device(s): glenosphere, tray, screws.

Event description:
As reported, approximately 8 months post op the initial left tsa, this (B)(6) male patient was revised due to infection. Surgeon used 2 screws less than were originally used- so 6 removed and 4 new reimplanted. Patient was last known to be in stable condition following the event. Device will not be retuning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.